Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. In addition, the customer had difficulty charging the pump. Reportedly, the pump was able to be charged with a different wall adapter. The customer's blood glucose (bg) level was 232 (mg/dl).